Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the severely tortuous distal right coronary artery (rca). The target lesion was pre-dilated with multiple inflations and then intravascular ultrasound was performed. Next a 3.5x20mm promus element stent was advanced for treatment but could not cross the lesion. It was noted that the stent edge became lifted. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the severely tortuous distal right coronary artery (rca). The target lesion was pre-dilated with multiple inflations and then intravascular ultrasound was performed. Next a 3.5x20mm promus element stent was advanced for treatment but could not cross the lesion. It was noted that the stent edge became lifted. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer:a visual and microscopic examination identified stent damage. The struts on the first row on the distal end of the stent were misaligned, raised up and pushed back proximally over the stent. The proximal end of the stent appeared to be slightly flared. The tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was slightly inflated at the distal and proximal ends. This indicates the balloon was subjected to some positive pressure. A visual and microscopic examination identified kinks at 310mm and 380mm and 440mmm distal to the strain relief. There were several small kinks also noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).